Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29002. It was reported that episodes of noise reversion resulting in oversensing and pacing inhibition were observed on the device and the patient was hospitalized. A revision procedure was performed and it was observed that the right ventricular (rv) lead was inadequately inserted into the device header. It is unknown if the inadequate insertion was a result of the rv lead or the device. The rv lead was screwed further into the device header to resolve the event and measurements were observed to be normal. The patient was stable and will continue to be monitored.